Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and low impedance. On (B)(6) 2015 during routine device change out procedure, the impedance was normal with the new device; the lead sensitivity was reprogrammed and no noise was observed. The physician elected not to replace the lead the patient would continue to be monitored. The patient was asymptomatic to noise and her condition was good.